Event description:
It was reported that the patient underwent right distal tibial and fibular osteotomy on (B)(6) 2014. The patient returned with broken hardware and was revised on (B)(6) 2014. The hardware was removed easily and a tibial nail was inserted. The 3.5 mm locking compression plate/ t-plate broke through a screw hole two holes below the t. There was a screw in that hole. The patient¿s status was reported as stable. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Review of the device history records showed that there were no non-conformance reports, material review reports or potential issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.